Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer was walking and the insulin pump was possibly exposed to perspiration. Her blood glucose level was 181 mg/dl. The customer was advised to revert to a back up treatment plan. Nothing further was reported.